Event description:
The user received questionable results for multiple assays on the integra 400 analyzer for two different samples (plasma and serum) collected at the same time from a patient in the emergency room. The initial lactate results run from the original plasma sample gave 0.86 mmol/l. This result was reported outside the laboratory. The plasma sample was repeated twice giving 2.59 and 2.63 mmol/l. Both repeat results were accompanied by data flags. The corrected lactate result of 2.59 mmol/l was called to the doctor in the emergency room. The initial results for creatinine, sodium and potassium run from the original plasma sample gave < 0.20 mg/dl, 27 mmol/l and 0.8 mmol/l respectively. The user aliquoted the plasma sample into a cup and repeat analysis gave creatinine result of < 0.20 mg/dl, sodium result of 26 mmol/l and potassium result of 0.8 mmol/l. The user ran the serum sample collected from the patient which yielded a creatinine result of 1.28 mg/dl, sodium result of 141 mmol/l and potassium result of 4.1 mmol/l. The initial and first repeat results for creatinine, sodium and potassium were not reported outside the laboratory. The emergency room doctor said there was no adverse affect to the patient's care. The patient was sent home from the emergency room. The reagent lot number for lactate was 62674701. The sodium and potassium electrode lot numbers were not provided. The reagent lot number for creatinine was not provided. The field service representative determined the cause was a damaged splash guard and probe which the customer had found. The customer replaced the splash guard and probe. Performance tests were run giving results acceptable to the customer and within specification.